Event description:
Involved in a flash fire in surgery.

Manufacturer narrative:
Conmed technician is evaluating the generator on site at the hospital on july 25, 2006. Will send follow up report when available.